Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds with loss of capture (loc) and poor sensing amplitude during routine follow-up. The physician reprogrammed the device to vvir pacing pending a revision procedure to address the lead. No adverse patient effects were reported.